Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the power cable needed to be replaced. Once the cable was replaced, the system then passed the system checkout and was found to be fully functional. Analysis on the returned cable resulted in a physical damage failure being found through functional testing and visual/physical examination. The analysis states that returned cable has a cut in the jacket exposing the internal wires, but no bare conductors have been exposed. Otherwise, the cable passed a continuity test with no opens or shorts detected. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the power cord was run over and now has wires exposed. There was no patient present when this issue was identified.